Event description:
The match 35 pta balloon was used to pre-dilate a stricture with satisfactory results. The physician then implanted stents and re-inserted the pta balloon to post-dilate the stents. The balloon then ruptured.